Event description:
The customer reported: during extubation, the cuff could not be deflated. The liquid remained in the proximal cuff and they were not able to deflate the cuff. The information provided suggest that decannulation and recannulation of a replacement tube was required. Covidien has attempted to gather further details surrounding the circumstances of this report, without success.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.